Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was not replicated or confirmed. The device passed full functionality testing and stress testing without duplicating a malfunction. Review of the device log shows no evidence of a reset. There is evidence that the device was powered down via battery removal, but it is unknown whether this was done by the user or if the battery became loose. The battery terminals, battery catch, and all associated power components were found to be in working order. The device passed all final testing and was recertified. The battery used during the time of the event was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device inappropriately shut down and restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.